Event description:
It was reported that soon after the left ventricular lead was implanted it dislodged. Repositioning of the lead was attempted, but during the repositioning coronary sinus perforation occurred. The lead was explanted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d314trg implantable cardioverter defibrillator (B)(6) 2013; 6947 implantable tachy lead (B)(6) 2013. (B)(4).